Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a cartridge change error after forgetting to press the appropriate screen prompt. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Customer added insulin to the cartridge and loaded it successfully. The customer¿s blood glucose level was 71 mg/dl.